Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, the doctor used synthetic absorbable surgical suture to suture the uterine stump. The suture broke twice. The operator had to immediately replace the synthetic absorbable surgical suture. There was no patient injury.